Event description:
A nurse is reporting a posterior capsule tear during a cataract with intraocular lens implant procedure. The tear occurred during the polish phase of the procedure. The surgeon is suspecting the quality of the irrigation aspiration tip used. There was no vitreous loss, therefore, no vitrectomy was performed. The patient has recovered without treatment.

Manufacturer narrative:
The customer did not return a sample for evaluation. One sterile lot number was identified with this complaint and was composed of five component lots. The device history records for the five component lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to manufacturer's acceptance criteria. Because a sample was not returned and the lot information provided had no abnormalities related to the complaint issue, the root cause for customer complaint issue cannot be determined. (B)(4).